Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 44.6-45.3cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion was noted at 12.0-16.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 28.9-30.3cm from the distal tip. The rv conductor was abraded at this location.

Event description:
The report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4).